Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This ra lead was repositioned due to dislodgement. The patient's rv lead was also repositioned at the same time due to high thresholds. This lead remains actively implanted. No adverse patient events were reported.